Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens got stuck while advancing in the cartridge. There was no pt contact.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was no visible damage to the cartridge. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.